Event description:
Spontaneous call from pt reporting cadd legacy pump sn (B)(4) display is very faint. Almost unreadable and is displaying a horizontal line through the screen. No adverse effect reported. Pt switched to back up pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.